Event description:
The customer reported the system locked up on boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative evaluated the system and reloaded the system software. The system was then found to be operating as intended.